Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, upon opening the instrument set, one of the two screwdriver shafts was found broken. The second screwdriver shaft in the set was used, and there was no delay to the procedure. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.